Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative found the rinse levels were out of specification. He performed a system decontamination, adjusted the rinse levels to specification, and performed a cell blank calibration. He performed tests and checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 80971001 with an expiration date of 30-sep-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 39 mg/dl. The sample was repeated on another module and the result was 70 mg/dl. The repeated result was believed to be correct. The sample was repeated because the customer questioned the patient's results.